Manufacturer narrative:
The hillrom technician found the right hand power control board was damaged and needed to be replaced. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Make sure all functions on the caregiver control work correctly. Repair or replace the side rails as necessary. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in january 2020. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the right hand power control board to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed goes into chair position on its own (self run). The bed was located in the depot at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).